Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the common compute controller (ccc) on both surgeon side console (ssc) and vision side cart (vsc) to solve the reported issues. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The vsc ccc was analyzed and in lighthouse, error 32321 was found confirming that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The vsc ccc was installed onto a golden system where the component functioned as expected. The fiber optic light levels on the ccc were inspected with localhost: 8050, all values were within expectation. Then, ten power cycles were performed, the ccc left in the golden system to idle for 2 hours with no issues found. The ssc ccc was analyzed and in lighthouse, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, the connector ff4 on board ccc (pn (B)(4), sn (B)(6)) were benched. The ssc ccc was visually inspected, where no issues were found. The unit was taken to a programming station, where it was confirmed bricked. The ccc was unbricked and installed onto a system where it failed to detect sdch_ID. The ssc ccc covers were open and the connector ff4 was benched. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. For the vsc ccc, the probable root cause cannot be determined based on failure analysis results. The system was visually inspected and evaluated for its mechanical and/or electrical characteristics. However, the failure analysis investigations and in-house testing of the returned product were not able to replicate the customer reported event. For the ssc ccc, the root cause was determined to be a bricked ccc and connector ff4 was benched.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system vision side cart (vsc) powered on and stated surgeon side console (ssc) was not connected and did not complete power up. The cable from the ssc and patient side cart (psc) were both connected. When the site tried to power off the vsc it turned off immediately without counting down, this indicates a possible common compute controller (ccc) issue on the vsc. Site did a hard reset of the system breakers with no change. When the site pressed the vsc power button after emergency power off (epo) and breakers the power buttons on the ssc and psc come on but it did not complete power on self test and did not fault but gave message of console not connected. Site was moving the case to a different system. The procedure was aborted to another dv system with no reported injury.